Event description:
It was reported that during a low anterior resection producre, the device functioned as intended. A leak test was performed and was negative. A CT was performed in 2004, which showed no free air, but intra-abdominal fluid. The pt was re-operated 2 days later and expired 2 days later with multiple organ failure secondary to sepsis.